Event description:
The handpiece was returned to the MFR for svc, and during the eval, the device began leaking an unknown substance from the decorative nut. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc. During the eval, a leaking condition was observed and then reported. A sample was collected from the device. Based on the quality investigation results, the primary failure was the e-box. The product was cleaned and re-lubricated, and worn components replaced in the svc process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.